Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown mentor saline prosthesis 350cc. Rupture on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel prostheses on 5/4/2018. No complications noted.

Manufacturer narrative:
In the supplemental report submitted on 6/7/2018, the date of event should have been changed to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown mentor saline prosthesis 350cc. Rupture on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient elected to undergo bilateral removal and replacement with mentor memorygel breast implant 425cc gel prostheses on (B)(6) 2018. No complications noted. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within an area of siltex cracking on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 5/19/2018, mentor received updated event information: date of implant: (B)(6) 1997. The patient elected to undergo bilateral removal and replacement with mentor memorygel breast implant 425cc gel prostheses on (B)(6) 2018. Manufacturer¿s reference number: (B)(4)